Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using hemostar hemodialysis catheter. During the procedure, it was noted that the resistance was encountered while attempting to remove the needle, preventing its withdrawal. The guidewire and puncture needle were removed together. Upon examination, it was further reporter that burrs were present at the tips of both the guidewire and puncture needle. Additionally, the patient experienced bleeding, pain, venous tissue damage. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.